Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. However, the patient increased their power index above their prescribed number. After the power index was decreased, the burning sensation was resolved. The stimulator is used to treat pain. The cause of the burning sensation is due to programming parameters as the issue was resolved after the power index was decreased (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a burning sensation when the power index was increased above their prescribed number. After decreasing the power index, the burning sensation was resolved.